Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no pt consequence. Add'l info received on 10/15/97. It was clarified that the sliding knob was jammed after 1cm. This also happened with the reload unit.